Event description:
According to the reporter, a patient with type I diabetes, diabetic nephropathy, peritoneal dialysis, and renal transplant 2017 failed in 2023 and restarted rrt (renal replacement therapy) with hemolysis in (B)(6) 2023. The 23-cm (centimeters) catheter was removed due to a staphylococcus aureus infection. Infection required line removal and a brief stay in itu (intensive therapy unit) for metaraminol due to septic shock. Patient required a femoral line on (B)(6) 2024, as temporary access until a new tunneled line was inserted on (B)(6) 2024. The patient had undergone flucloxacillin treatment for the staphylococcus aureus line infection. The patient also received a once-off dose of gentamycin to cover a uti (urinary tract infection). Patient required hospital admission (inpatient stay) from (B)(6) 2024, to (B)(6) 2023, for treatment of line sepsis (septic shock). Patient required 2 midlines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.